Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (80% stenosis degree) in a mildly tortuous section of the mid lcx. While attempting to insert the device into the sheath, resistance was felt. The device was removed and found to be deformed. Another device was used.

Manufacturer narrative:
Combination product: yes.